Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmic surgeon reported unexpected postoperative refraction results following a cataract extraction with intraocular lens (iol) implant surgical procedure in patient's left eye. Additional information has been requested but not received to date.